Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels above 500 mg/dl. The suspected cause was unknown. The customer administered manual injections. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.